Event description:
Prior to routine removal of the filter, a vena cavagram was performed. It was reported that the 2 arms of the filter appeared to be perpendicular to the cava wall, possibly detached. The entire filter was removed successfully from the patient. Patient is fine.